Manufacturer narrative:
As reported, the optifix device released multiple fasteners at the same time. Review of photo provided of the used device finds for damaged backup tabs at the distal end of the cannula. Also, the next fastener to deploy can be seen which is visibly crooked indicating the guidewire is also bent. Performance issues is a known result of the bent components at the distal tip. The components bent due to forces applied while in use. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a bilateral inguinal hernia repair procedure, the optifix device fired more than 3 fasteners at the same time. The procedure was completed by using a sorbafix device. There was no patient injury.